Event description:
It was reported a spectrum pump had system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log. The device investigation found that a component on the input/output printed circuit board (I/o pcb) had an intermittent connection, causing the reported symptom. The I/o pcb was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.